Event description:
Initial results of ft4 pmol/l and ft3 7.5 pmol/l were repeated using another method. Rerun results are as follows, ft4 22.6 pmol/l and ft3 2.23 pmol/l. The rerun results were reported and accepted by the specialist to be the correct results. No information was provided if the initial results were used to guide therapy. High ft4 and ft3 results were confirmed by the chu due to detection of ruthenium, peg precipitation indicates interference directed against the ft4 and ft3 assays. If additional info is received, appropriate notification will be provided.